Event description:
It was reported that the user experienced post-lunch blood glucose drops when using the ilet¿s meal announcement feature, with progressively larger lunch announcements delivering insulin doses up to 11.227 units, after which glucose fell to 75 mg/dl and was treated with oral carbohydrates; the user, who often eats higher-protein and lower-carbohydrate meals, began selecting ¿less than meal¿ announcements about 30% of the time to mitigate lows. Symptoms included no documented clinical signs or conditions beyond the reported drop in glucose. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem, a usage problem related to meal announcement practices, and an incorrect procedure or method associated with the user interface interactions. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. Training was assigned to review meal announcement best practices and consider a feature reset to address the maladapted lunch announcements.